Event description:
Customer reported the system is displaying a control panel error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system but could not duplicate the reported problem. System operates as intended.